Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display after the customer went swimming. The customer's blood glucose level was 4 mmol/l at the time of the incident. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Severe corrosion on force sensor assembly and motor assembly.